Event description:
During a coronary stent procedure, crossing difficulties were encountered. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. Upon removal, it was noted that the stent struts were flared. The procedure was successfully completed with another stent. No pt injuries or complications were reported.